Manufacturer narrative:
(B)(4). The applier for lot number 98246 was not returned, only the clip portion, a device history review was obtained for the lot number assembly. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that a (B)(6) male patient with a history of pericarditis, afib and hypertrophic cardiomyopathy underwent an off-pump laam via left sided mini thoracotomy. The left lung was adhered to the pericardium and lung adhesions were dissected. Surgeon also noted large amount of pericardial adhesions. A prov50 clip was placed on the laa and tee was performed and noted that the laa was still patent. Surgeon opened the distal end of clip blood was noted. The clip was closed but bleeding was still evident, so the physician converted to a thoracotomy. The prov50 clip was removed from the laa, the laa was excised and a piece of bovine pericardium was used to close the la. At close of procedure the patient was stable, intubated, and transferred to cvicu for recovery. There was no reported device malfunction, and the adverse event was the result of a procedural complication.